Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having high blood glucose levels since (B)(6) 2015. Customer has changed her cannula 3-4 times. Customer had high blood glucose levels prior to (B)(6) 2015, but she was able to get them down. Customer's blood glucose level was 460 mg/dl at the time of the incident. Customer stated that she called the emergency room and her health care professional and they are putting her on lantus. Customer was bolusing and manually treating. Customer stated that she manually treated when her blood glucose level went to 560 mg/dl last night. Customer reported that the insulin was not stored in room temperature. Customer used humalog for years. Customer has apidra because her blood glucose levels spike during the night. Customer changed the set due to air bubbles. Customer stated that she had a bent cannula last night. Customer declined to continue troubleshooting. No further assistance needed.